Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the remote monitor had a green blinking light. The patient power cycled the monitor with no success. The patient also reported an electrical smell to the monitor and the plug. The patient was advised that a new monitor would be ordered. No patient complications have been reported as a result of this event.